Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the unit failed the evaluation due to frozen touchscreen. Logfiles were extracted and analyzed, where error code was recorded. During microscopic inspection, broken traces were found on the lcd flexible cable. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that this programmer experienced an anomaly resulting in touchscreen issue during a routine follow-up. A different programmer was used to complete the device follow-up. No adverse patient effects were reported. This programmer was returned for analysis. Product investigation team received the returned programmer. The allegation against the programmer was confirmed by testing or analysis by the investigating team. During microscopic inspection, broken traces were found on the liquid crystal display (lcd) flexible cable, a component of the lcd assembly.